Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator may have been involved in a house fire that resulted in a death. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator may have been involved in a house fire that resulted in a death. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.